Event description:
The patient is a female with significant past medical history of peripartum cardiomyopathy and chf requiring lvad placement in 2009, had her lvad alarm go off today. She felt as though it had stopped working. She changed the battery and controller but did not stop the alarming. She went to an outside hospital ed and was evaluated there. In the ed, they said there were only heart sounds on the exam. During this time she complained of light-headedness and tingling in her arms, but had no change in her mental status or level of consciousness. She was transferred to rush for further work-up and possible emergent pump change. Upon arrival here, she was stable, we changed her controller and battery and her pump began to work again. But before this, when she was hooked up to either the wall or the battery the pump stopped completely, which was noticed by the patient -only because she felt the vibrations stop-. Currently, at the time of this exam, the pump is working with flows of 3.5 to 3.8.